Event description:
Procedure performed: laparoscopic cholecystectomy event description: "we would like to inform you that we had an epix universal clip applier fail to load staples today and we had to open another one. The lot number printed on the item is #1485834." Additional information was received via email on 13dec2023 from [name], surgical technologist, [hospital] product not available for return as it was discarded after use. There was no patient injury and the patient is unaffected. Patient status: unaffected intervention: completed the case with a new one

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: "we would like to inform you that we had an epix universal clip applier fail to load staples today and we had to open another one. The lot number printed on the item is #1485834." Additional information was received via email on 13dec2023 from [name], surgical technologist, [hospital]. Product not available for return as it was discarded after use. There was no patient injury and the patient is unaffected. Patient status: unaffected. Intervention: completed the case with a new one.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.